Event description:
It was reported that a user experienced brief continuous glucose monitoring signal loss on the insulin pump, completed a pump restart, then performed a software update after which glucose readings stopped displaying; readings resumed after allowing the recommended time and the glucose value was 127 mg/dl, with troubleshooting and education completed and no alerts. Symptoms included no reported adverse clinical effects. Outcomes included no impact on daily activities and no medical intervention or hospitalization. Investigation included customer interview, device-use history review, and software/firmware review. Investigation of this case revealed that the system functioned as designed after restart and post-update stabilization, with no device malfunction confirmed. It was concluded that the event was consistent with transient signal interruption and expected post-update initialization behavior, with no product failure identified.